Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the subject device underwent two reprocessing cycles with cidex in a custom ultrasonic reprocessor in which the reprocessor was inspected regularly. The subject device was reportedly cultured following the reported incidence and the result was negative. The device referenced in this report was returned to olympus for evaluation. The instrument channel, suction channel, cylinder unit, and the area around the air/water nozzle were inspected with a borescope and a rigid telescope with small amount of white residue and debris observed. The scope passed the leakage test and the fog test. The image and the switches were found with no issues. The reported phenomenon was attributed to insufficient cleaning and improper reprocessing. This is one of two reports. Please also cross reference MFR report number: 8010047-2011-00067. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that two patients may have exposed to the pneumonia organism following endoscopic retrograde cholangiopancreatography (ercp) procedures conducted with the subject device on different days. The two patients were reportedly doing fine.